Manufacturer narrative:
Sensor (B)(4) was returned and investigated. Visual inspection was performed on the returned sensor and adhesive, no issues were observed. An extended investigation was also performed, device history record (DHR) was reviewed and verified that the unit passed all tests. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc requirements. No malfunction or product deficiency was identified.

Event description:
A caller reported customer experiencing an adverse reaction while wearing an adc freestyle libre sensor. It was further reported the customer experienced symptoms of skin irritation, pain, and itching and had contact with a healthcare professional who prescribed hydrocortisone cream for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported customer experiencing an adverse reaction while wearing an adc freestyle libre sensor. It was further reported the customer experienced symptoms of skin irritation, pain, and itching and had contact with a healthcare professional who prescribed hydrocortisone cream for treatment. There was no report of death or permanent impairment associated with this event.